Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The measurable dimensions of the screw and the plates were, as far as possible, checked and found to be in compliance with the technical drawings and specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. No product fault could be found. Our investigations have shown that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged, and therefore, the plate does not pass the slotted end of the dhs-dcs screw.

Event description:
During insertion of the dhs plate, the screw dhs did not go in the plate and could not be screwed. The surgeon changed the plate and the same thing happened,-in order to eliminate the blame of the operator who thought he had forced on the screw to tighten it in the plate. Change of screw and plate, for this surgery, use of 2 screws and 2 plates. This is 1 of 2 reports for event #(B)(4).